Event description:
Angio during the procedure revealed that the pt had an iliac aneurysm. In order to exclude this iliac aneurysm it was necessary to obstruct the right internal hypogastric artery. Occlusion of device or native vessel is listed as an adverse event in company IFU. The left internal hypogastric artery is still patent; the physician does not plan any additional intervention. There was no allegation of product deficiency; therefore, no investigation is necessary.